Event description:
It was reported that the ventilators display was dim. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. If additional information is later received, a supplemental report will be submitted.